Event description:
A surgeon reported that an intraocular lens (iol) was noted to be cloudy after it was placed into the patient's eye. A vitrectomy was required during the procedure. The association between the vitrectomy and the iol is not known. Additional information has been requested.